Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 15mm ps scorpio insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the patients' right knee was being revised due to pain. The surgeon commented that there was a cyst in the tibial area due to debris. Lot codes were verbally verified with sales rep. No further information will be made available to the sales rep from the hospital.